Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patient mentioned in the journal article. The article was written by jens sturup, line b. Dahl, karl-erik jensen, anne-birgitte larsen and peter gebuhr

Event description:
Information was received based on review of a journal article titled, "few adverse reactions to metal on metal articulation in total hip arthroplasty in a review study on 358 consecutive cases with 1 to 5 years follow-up" which aimed to determine the frequency of adverse reaction to metal on metal total hip arthroplasty using a m2a-38 articulation and a magnum articulation. All patients who had received a metal on metal bearing prosthesis were asked to complete a questionnaire about groin pain. Patients with self-reported groin pain, underwent a physical examination and had cobalt and chromium ion levels measured in full blood samples. In addition the study showed that females had higher values of cobalt and chromium, and that younger patients reported groin pain more often. The conclusion of this study is that the number of adverse reactions is low, despite the time of observation being relatively short, no high frequency of adverse reactions to this prosthesis is expected. Three patients were identified in the article that were revised due aseptic loosening. There has been no further information provided and the patients outcomes are unknown.

Manufacturer narrative:
After further review of the record, it was determined that since 2 product brand names were reported in the journal article both products should be reported. Therefore, this MDR is being reported as 1 of 2 mdrs filed for this event as it is unknown which brand of products were involved (reference MFR. Report:1825034-2016-04997 ). Additionally, it was determined that this event for one of the patients (unknown which one) was reported under MFR. Report: 1825034-2016-02894.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information. Patient may have received either m2a 38mm or m2a magnum components.